Event description:
The hospital reported an error during pre-use checkout that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The hospital decline repair and decided to replace the unit. No report of patient involvement. Legal manufacturer: hcs (B)(4).